Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis. The blood glucose levels were not reported. It was stated that this was the second time she has been hospitalized. A review of the insulin pump settings revealed the basal rates were not programmed. Troubleshooting was performed and the insulin pump passed the required tests. No other info was provided.